Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was attempted to implant to the patient via vp-shunt on (B)(6) 2018. Before implant the valve, a manometer test was conducted and passed water. The pressure was checked and confirmed there was no problem and the valve implanting was started. The ventricular catheter was placed at the ventricle, the valve was placed at the head subcutaneous, the peritoneal catheter was placed from the head to the abdominal cavity entrance, and they were connected each. At last, it was attempted to confirm the outflow of cerebrospinal fluid from the catheter on the abdominal side and it was attempted into place at the abdominal cavity, but it was confirmed that it did not flow at all. It was suspected that the connection between the ventricular catheter and the valve may have been disconnected, so the valve was removed once. The csf outflow was confirmed from ventricle by the ventricular catheter. It was confirmed that flowing through the abdominal catheter smoothly without resistance and the manometer test was conducted again but no flow was confirmed. The valve was replaced with another one. Due to the event the surgery was delayed. The patient¿s initial was (B)(6), (B)(6) female. The surgeon commented it was suspected that a mechanical shock was applied to the valve due to pumping and the valve was broken or drag the living tissue from the ventricle side, the debris and the valve was blocked by pumping. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI (B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; it was noted that the needle base had come unstuck from the needle chamber, no biological debris was noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested. No leaks were noted. The valve was reflux tested and passed the test. The siphon guard was tested; no issues found. The siphon guard was removed. The valve was then pressure tested. The valve failed the test on setting 1 and 2 all other settings passed, this is likely due to the raised needle guard. Review of the device history record confirmed the device conformed to the specification when released to stock. The root cause for the raised needle guard base, is likely due to user error. As noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway). The root cause of the pressure problem is likely due to the raised needle guard obstructing the flow. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.